Manufacturer narrative:
(B)(4). The fsr informed the user facility¿s biomedical engineer (biomed) of the reported issue and they will decide if they want the monitor repaired.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) repair of the battery module, the fsr discovered that the anterial monitor would not power up. There was no patient involvement.

Manufacturer narrative:
Per the field service representative (fsr), the medical facility declined repair of the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.